Event description:
Event discription guidant received information that in a post surgery follow up, this implantable cardioverter defibrillator (ICD) and epicardial patch shocking leads exhibited shock impedance measurements of <20>125 ohms one month ago. Two current impedance tests also show out of range shock impedance measurements. The last therapy delivered was at induction and was 33 ohms. There was no noise on the electrograms and none was able to be elicited.